Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that things didn't go well right after the implant. The patient stated she had an infection at the implant that was confirmed. The patient had burning at the implant site, numbness in the right leg, swelling and irritation. The patient was given IV antibiotics and sent to a rehab facility on (B)(6) 2017. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.